Manufacturer narrative:
Concomitant medical products: 1882tc52 competitor lead, implanted: (B)(6) 2013. Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a shock while sleeping. It was later determined that at the same moment, the device had experienced a power on reset (por), indicated as a "no reason code" por, and episode data could not be retrieved. The physician decided to explant and replace the device, and cap and replace the lead, due to lack of confidence. No further patient complications have been reported as a result of this event.